Event description:
It was reported that prior to surgery, the head of the handpiece was opened and a piece of a blade fell out. It was also reported that this event did not occur during a surgical procedure, and there was no pt involvement or adverse consequences as a result of this event. No further info was provided.

Manufacturer narrative:
The broken piece and attachment subject to this investigation was not returned to the MFR for eval. Part number and lot number info has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows: part number: 5400034000, lot number: 0816307683.